Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, pump was hard to pump. Doctor removed pump that would not pump properly and replaced it.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump and connector were received for evaluation. Examination and testing of the returned components revealed no functional or visual abnormalities with the pump or connector. The information received indicated the "pump was hard to pump," but because no functional abnormalities were noted, quality cannot determine the true cause of this reported event. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5258484. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.